Event description:
Defective breast implant manufactured by (B)(4). High profile saline implanted (B)(6) 2006. Removed (B)(6) 2017 after suffering from extreme fatigue, memory loss issues, stroke, skin rashes, weight gain, body pain, hand and leg pain, swelling of face/body, breast pain, implants valve was leaking. Proof at removal.